Manufacturer narrative:
Device is a combination product. (B)(4) . Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the calcified left circumflex artery. A 2.25 x 32 synergy ii drug eluting stent (des) was advanced to treat the lesion. However, while attempting to cross the lesion, the shaft broke into two pieces. The device was successfully removed from the patient and the procedure was completed with another synergy des. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
UDI corrected from to UDI=(B)(4). Device lot number corrected from 19818754 to 19802802. Device evaluated by MFR: a stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged to proximal stents strut, rows 3-6 with stent struts misaligned and deformed. The rest of stent appeared undamaged. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 240mm distal to the distal end of strain relief and multiple kinks along the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the calcified left circumflex artery. A 2.25 x 32 synergy ii drug eluting stent (des) was advanced to treat the lesion. However, while attempting to cross the lesion, the shaft broke into two pieces. The device was successfully removed from the patient and the procedure was completed with another synergy des. No further patient complications were reported and the patient's status was good.